Event description:
Patient called lfs alleging that the meter does not power on. Patient did not experience any symptoms. Patient did not seek medical attention or call the md. Customer service checked that the batteries are good and that they are correctly installed and meter still did not power on. Customer service sent patient a new meter.